Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed a crack on non-OEM top case, plunger case and bottom case. The event history log confirmed acu watch dog failure/base hardware failure and travel reverse check clutch occurred. Functional testing was able to replicate the reported issue; found interconnect pcb was not working during power up and found check clutch/lever during occlusion test. The root cause was determined to be the interconnect pcb not working as intended and lead screw and both clutch halves were very dirty. The interconnect pcb, lead screw, right clutch and left clutch were replaced. Service history review identified that there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a base hardware failure, acu watchdog failure, travel reverse check clutch, and main board issue. The device needs preventive maintenance. There was unknown patient involvement, and unknown harm/adverse event was reported.